Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The calibration and qc results did not indicate any issue with the reagent or analyzer.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys brahms pct results for one patient from cobas e 801 module serial number (B)(4) which do not fit into clinical picture. The patient receives hemodialysis and was treated successfully with antibiotics 2 weeks ago. The crp results constantly decreased (currently around 30 mg/dl), but pct remains elevated at 100 ng/ml all the time. The questionable results were reported outside of the laboratory and were questioned by the physician.